Event description:
It was reported the pt underwent revision of their stimulator pocket. The pt experienced right sciatic nerve irritation, including right si joint pain and increased pain in the right hip and leg, due to the location of the generator in the right hip pocket. The generator was moved to the left upper quadrant of the abdomen. All of the individual device components remain in use.